Event description:
Customer performed back to back blood glucose tests on a pt and received values of 28 mg/dl. Within 5 minutes tested on a different device and received a result of 62 mg/dl. The pt was given an IV. The customer administered 200 cc of d5 and ordered a stat lab. The lab result after the d5 was 160 mg/dl. The customer states that controls were in range but no values were provided. A request was made for the return of the suspect device and replacement product was sent.